Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after two inflations (25 atm each inflation) of a pta balloon catheter in the cephalic fistula, upon removal of the device, the health care provider allegedly identified unraveled balloon fibers. There was no difficulty retracting the balloon catheter through the sheath, there was no reported vessel trauma, and there were no stent(s) present in the vessel track or treatment site. Reportedly, another balloon catheter was used to complete the procedure. The patient was reported as doing well.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode investigation summary: the device was returned for evaluation. A visual inspection found the outer pebax layer to be partially peeled from balloon. No fiber disturbance or frayed was noted. Therefore, the investigation is unconfirmed for the reported unraveled fiber material, and confirmed for peeled pebax. It is likely that the user perceived the peeled pebax as unraveled fiber material. The definitive root cause for the identified peeled pebax could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that after two inflations (25 atm each inflation) of a pta balloon catheter in the cephalic fistula, upon removal of the device, the health care provider allegedly identified unraveled balloon fibers. There was no difficulty retracting the balloon catheter through the sheath, there was no reported vessel trauma, and there were no stent(s) present in the vessel track or treatment site. Reportedly, another balloon catheter was used to complete the procedure. The patient was reported as doing well.